Manufacturer narrative:
(B)(4). Date of event unknown, captured as awareness date. Batch # r59y7c. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one tcr10 reload was received with no apparent damage. The reload was received with 24 drivers up without staples scattered along the staple line. In addition, the swing tab was noted to be detached and missing, making the reload nonfunctional. Due to the condition of the reload no functional test was performed to preserve the evidence. No conclusion could be reached on what caused the swing tab to detach and the drivers up, it should be noted that each reloads is 100% inspected through an automated vision system to ensure that the swing tab and staples are present and in the correct position prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
The device received has been classified as an unreconciled blind unit. No further information.